Event description:
Opened epidural kit and found green particulate matter throughout the kit. Removed the kit from use before touching a patient. Dates of use: (B)(6) 2014. Diagnosis or reason for use: epidural kit.